Event description:
General report received of an unspecified number of incidents of leaks at and below the flush device of the transducer. The customer contact stated that within the past month, it was noted that stopcock connections loosen resulting in fluid leaks. Most of the fluid leaks occur at the flush device even after connections are checked and tightened prior to use. This is noted during priming and during pt use. The customer contact stated that there was bleed back of blood into the tubing that was reinfused into the pt; however, there was no blood loss. The customer contact further stated that once 3-4 sets were tried until a set that would stay tightened was found causing "delay in therapy". Reportedly, therapy was resumed without any pt sequelae. There were no reported adverse pt effects. Though requested, no add'l info provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.